Manufacturer narrative:
Motor error alarm during occlusion test and unable to prime during prime/delivery test due to faulty back pressure sensor. Motor passed motor test. Unable to perform occlusion test, no delivery test due to motor error alarm. Drive support was inspected and no anomaly was noted. Buttons responded properly. No moisture damage on button keypad trace noted. Unit had scratched display window, cracked battery tube threads, missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during bolus. The caller did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 461 mg/dl, which was treated with a manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.